Event description:
It was reported that during removal of the port it was noticed that the catheter had separated and was found in the pt's right atrium. The removal was prompted by an x-ray which showed that catheter was loose. There are no plans to remove the small piece of catheter, since the pt is not having any associated problems.